Manufacturer narrative:
Device will not be returned due to being exposed to infectious disease.

Event description:
It was reported that the guidewire was found to be deformed before use. Device will not be returned, due to the infection. Follow up indicated that the guidewire was fray/unraveled, it was not kinked before use.